Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a call service alarm issue, and the patient had a blood glucose (bg) of 500 mg/dl. Bg was down to 250 mg/dl at the time of the call. This complaint is being reported as the patient experienced hyperglycemia and the call service alarm issue was not resolved.